Event description:
Removal of patellar polyethylene and exchange of polyethylene liner.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.